Event description:
According to the reporter, during a lung resection, the surgeon clamped the tissue and tried to fire the device, however the knife did not move forward. The device did not fire. The the surgeon was able to press the green button. The surgeon was not able to squeeze the handle. The procedure was completed with another device. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.